Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 450mg/dl, and he was treated with a manual injection while admitted. The customer was experiencing unexplained high glucose, nausea, and vomiting. Troubleshooting was not performed as customer did not have another infusion set on hand. Advised the customer to remove the cannula and it was occluded. Recommended the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.